Event description:
On (B)(6) 2010, therakos received a report of a centrifuge bowl leak at the seal in cycle 6 of 6. Customer states there was a system occlusion alarm followed by blood leak alarm. Customer states no clotting was observed. Treatment was aborted and manual return of blood was performed. Customer claimed that pt's vitals were good and stable. There was no f/u fluids or medications administered.

Manufacturer narrative:
Batch record review of xts kit lot y723 showed that this lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).